Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was losing power. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that he had noticed that the battery cap was not staying on 2 weeks earlier. He then claimed that he noticed water in the battery compartment after replacing the battery cap. It is unclear if the power issue occurred before or after the battery cap was replaced. It is also unknown if the power issue occurred before or after water was noticed in the battery compartment. The alleged power issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed a corroded, cracked and leaking battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was found to meet all specifications and secured tightly to the pump. The pump was found not to power on. The pump was opened and there was no evidence of moisture or damage found to power circuit.